Event description:
Our sales rep was made aware of a revision of a charite artificial disc. The patient had been implanted with 2-level (l4/5 and l5/s1) charite in 2005. Patient reported pain and surgeon found anterior migration of the l4/5 disc. During revision, surgeon found infection at l5/s1 and removed both discs. Rep stated that the surgeon indicated that the infection might have resulted in regional instability of the disc at l4/5.

Manufacturer narrative:
No definitive conclusions can be made at this time. At this time no connection can be made between the event, and any shortcomings of the device or information provided with the device. Patient was reported to have an infection in the region that may have resulted in instability.